Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer 6 cubie a3 failed. A field service engineer replaced the flat flex cable, but the issue still persisted. Swapped tray a and b; however, the problem remained, indicating a faulty drawer board. Replaced the drawer and transferred the cubies from the faulty drawer to the new one. Configured the new drawer, and the customer was able to recover successfully to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie failure occurred. The customer reported that auxiliary drawer 6 would not open, indicating a failure, and the drawer required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.